Event description:
It was reported that the shock impedance and capture thresholds have been trending upward on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.